Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the bins did not detect on the communication bus. A filed service engineer shut down and replaced the board to resolve the issue. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a pyxis medstation es system refrigerator bins did not detect on the communication bus, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.